Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to deplete rapidly. Additionally, the pump time setting was observed to be inaccurate. There was no reported adverse impact to the customer's blood glucose (bg) level. Although requested, the customer did not provide specific information in order to troubleshoot the battery issue. The customer declined assistance from tandem technical support regarding the reported issues and continued to use the pump for insulin therapy.